Event description:
During a venogram procedure with the x-ray table in a semi-upright position (estimated 45 degrees) the floating table top seemed to break loose from the rest of the table assembly and slide towards the floor. X-ray personnel were able to manually control the movement of the table top. The table was placed in a horizontal position and the pt safely removed without injury. Upon inspection by equipment svc personnel it was determined that a gear that holds the table top chain slid off the shaft of the motor. Thus allowing the table top to float freely. This equipment is normally maintained by a third party radiology svc vendor. The third party vendor replaced the gear box in question around 8/3/95.